Event description:
It was reported that during a gastric bypass procedure, the device was fired with the first white load across the jejunum and the staple line appeared intact. Towards the end of the case the surgeon noticed a lot of blood around the omentum. The biliopancreatic limb at the jejuno-jejunostomy. There were malformed staples. There was also one malformed staple found at the roux limb end. The staple line was then transected and another reload with seam guard was used to repair the staple line. The amount of blood loss is unknown. No blood transfusion was given. The same device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Ees engineer and product director met with the surgeon to observe a case and discuss surgical technique and cartridge selection.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.device not returned.